Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient began to notice at the beginning of 2017 that the pump was not making a difference for the pain in her lower back and legs. She spoke to her health care provider (hcp) in (B)(6) 2017 about lowering the dose and discontinuing therapy as she didn't think it was making a difference anymore, but her doctor "seemed like he didn't want to remove it." The patient noted she didn't use her ptm anymore. Her last refill was in (B)(6) 2017. She was supposed to have a refill in (B)(6) 2017 but she missed it because the weather was bad. She then had an appointment in (B)(6) 2018 that she missed because of family issues. She said she typically had refills every 4 months but she had "made it up to 6 months." She was dependent on her daughter's availability to take her. The patient then mentioned that her pump started beeping about two months ago, relative to (B)(6) 2018. It was beeping every 30-45 minutes and it was single tone alarm. She then said that she woke up on (B)(6) 2018 the pump was "beeping like crazy," and then she didn't hear anything. She thought the pump may be empty. The patient was redirected to contact their health care provider (hcp) to interrogate the pump and make arrangements for next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(4) 2018. It was reported that the hcp's office had reached out to the patient twice to schedule an appointment and the patient had not called back or scheduled an appointment as of (B)(4) 2018. The issue had not been resolved as the office had not seen the patient yet. The patient's weight was provided. No further complications were reported.